Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found the system vacuum was too high at -28in.hg. Normal vacuum is -22in.hg. The fse also found blockage in the vacuum line in the lower fluidics assembly. The cause of the leak was attributed to no vacuum at the wash head which caused leaking on and around the sample tube when the wash cycle was being run. The fse flushed out the vacuum line and restored the system vacuum to -22in.hg, and verified the instrument was operational. (B)(4).

Event description:
The customer reported a large amount of sample spillage on and around the sample tubes, rvl, and sample carousel of the coulter epics xl-mcl flow cytometry system. Volumes in the sample tubes were observed to be uneven. The spill was identified as lysed whole blood and isoflow diluent. Exact volume of the spill is unknown and the spill was contained within the multi carousel loader (mcl) area. The instrument did not generate any errors. The operator was wearing a lab coat and gloves at the time of the incident and there was no report of injury or direct contact with the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.